Event description:
Consumer reported complaint for erratic blood glucose test results. Mother is calling on behalf of the customer. Caller stated that she was currently in the ER with the customer due to the meter results. At the time of the call the customer was experiencing symptoms of confusion and frequent urination. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.